Manufacturer narrative:
Service was not dispatched fro this event. Root cause for the leak was associated with the bottle caps of the act diff fix bottles. Bec internal identification number is (B)(4).

Event description:
A beckman coulter inc. (Bec) operator reported receiving two act diff fix bottles that leaked from the cap. Per report, no apparent shipping damage were noted. The user wore personal protective equipment (ppe) consisting of gloves at the time of the incident. The material safety data sheet (msds) was reviewed. No injuries occurred and medical attention was not sought. No report of exposure to mucous membranes or open wounds. No death, injury or change to patient treatment attributed or associated to this complaint.